Manufacturer narrative:
For the event, the service actions resolved the issue. The follow up actions for the event were that the field service engineer found the tubing on the reagent system had a hole preventing it from picking up reagent. The damaged tubing was replaced as well as the detection rod for the measuring cell. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable non-reproducible results were generated by the cobas e 801 analytical unit. The events involved a total of 2 patients with the following: 1 questionable result for vitamin d total. 1 questionable result for tsh elecsys. The patients' ages ranged from 73 years to 77 years. The patients' weights were requested, but were not provided. There was 1 female and 1 male. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.